Event description:
The handpiece had outputted energy automatically.

Manufacturer narrative:
The sample in question has not been returned to conmed for evaluation, however, the delivery of the sample is anticipated. Conmed will file a follow up report within thirty days to disclose any evaluation results.

Manufacturer narrative:
The reported device is a reusable electrosurgical device designed to be used as accessories in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current to the operative site for the desired surgical effect (tissue cutting or tissue coagulation). These reusable devices are designed for fifty (50) repeated uses when utilized in accordance to validated instructions for use. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The device involved in the reported incident was never returned to conmed corporation for evaluation. The reported customer complaint cannot be conclusively confirmed; for, the device in question has not been made available for review. Without evaluating the suspect device a conclusive root cause determination cannot be made. It is also unknown when the device has been placed into utilization, or, how many consecutive utilizations have been conducted with the suspect device; therefore, it is unknown if the device has been utilized beyond the intended life of the device. The complaint investigation has not identified nor confirmed any manufacturing defects associated with the returned device; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.